Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" confirmed via MRI. This record is for the right side. Device remains implanted.

Event description:
Later reported "any creases" and "scissors opening capsule caused laceration of implant". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Event description:
Healthcare professional reported "rupture" confirmed via MRI. Healthcare professional later reported "any creases" and "scissors opening capsule caused laceration of implant". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening assessed as fold flaw opening, broken device assessed as surgical damage and a missing piece of shell assessed as inconclusive. As per the investigation procedure, creases, wear abrasion and stress marks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.